Manufacturer narrative:
Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was speaker malfunction inoperative message at the time of the event, the speaker has been replaced per current process.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the unit had a speaker inoperative message, it was unknown if the device produced audible sound. The device was in use on a patient at the time of event, there was no adverse event reported.